Event description:
This is the third report from the same reporter involving the same pt, but different pump: pt was being fed using the device. 500 ml of an enteral feeding solution were hung, and the pump was set to deliver 50ml/hr. 470 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. Reporter stated the pt was feeling very uncomfortable following the event. One pt involved.